Event description:
A pump with a broken door. Details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available. No record of any pt incident involving the pump.